Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the first fire to make a sleeve during a laparoscopic sleeve gastrectomy, the sound of motor was very weird. Also, the doctor noticed the staple line on the initial firing did not appear normal. They thought the tissue was torn.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the first fire to make a sleeve during a laparoscopic sleeve gastrectomy, the sound of motor was very weird. Also, the doctor noticed the staple line on the initial firing did not appear normal and some of the staples were slightly not straight. Staple formation appeared different than normal with intact b's that were irregular in direction. They thought the tissue was torn. The staple line was removed with a wedge resection in order to complete the case. The distal half of the staple line showed significant cracking of the serosa with exposure of the submucosa and muscular layer. The doctor had to surgically remove the staple line decreasing the overall width of the distal portion of a sleeve gastrectomy wherein a small portion of the stomach that would have remained was removed to prevent permanent impairment. The surgical time was extended 30 minutes or more due to the product problem. The event led to extended patient hospital stay.